Event description:
Patient reported right side "ongoing issues," "a few build ups on my breast,¿ "a large mass and have silicone in my lymph nodes but no leaks" and exchange from textured to smooth implants. Healthcare professional reported "ridge of fibroglandular tissue." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and lymphadenopathy.